Event description:
Inr 1.4 with protime microcoagulation system vs. 3.2 inr with unspecified lab system. Patient therapeutic range not reported. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B) (4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. No product returned from user facility. Customer complaint could not be confirmed. No conclusion can be drawn.